Event description:
A discordant falsely elevated sodium (na) patient sample result was obtained on a dimension vista 1500 system. The falsely elevated result was not reported to the physician. The same sample was reprocessed on an alternate dimension vista 1500 system and on the original dimension vista 1500 system. Lower results, considered correct, were obtained. The lower reprocessed result from the alternate dimension vista 1500 system was reported as the correct result to the physician. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated sodium (na) result.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding a falsely elevated sodium (na) patient sample result obtained on a dimension vista 1500 system. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer. Quality control (qc) recovery was within the customer's expected ranges. The customer observed the low integrated multisensor technology (imt) consumables. The issue was resolved with standard troubleshooting and maintenance procedures performed by the customer, including replacement of the low imt standard a and standard b fluids and performing imt priming. Hsc concluded the cause of the event is consistent with a low fluid flow issue. A potential product issue was not identified. The system is fully operational. The device is performing within specifications. No further evaluation is required.